Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, conclusion), h11 a getinge field service engineer (fse) inspected the unit. Initial evaluation was unable to replicate the shutdown event reported by the user. However, during early testing with a test catheter and simulator, the unit failed to complete simulated treatment. Review of the system logs identified error codes 118, 111, and 112 recorded sequentially, aligning with the timestamp of the reported clinical event. The fse replaced the coil cord cable, executive processor board and video generator board. Following replacement, the unit was calibrated and underwent a complete system checkout. All functional, performance, and safety tests were successfully completed in accordance with factory specifications. The unit was returned to service in a calibrated and fully operational condition. The fat performed a visual inspection and found the parts to be in good condition. The fat installed each part individually in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual no failure confirmed. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) shut down while connected to a patient. Unable to complete simulated treatment during initial testing of the unit with the test catheter and trainer. The unit failed to autofill due to a shuttle purge timeout, accompanied by audible vacuum sounds around the pim. Signs of fluid ingress were observed on the upper panel assembly; however, there was no indication of damage on the front-end board, executive processor board, or other electrical assemblies. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.